Event description:
It was reported that after an intra-operative fracture of the patient's left femur one day prior, the patient was brought back (as planned) and a competitor plate was implanted. No implants were removed. Case was completed successfully with no surgical delay. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding intraop fracture involving a gmrs stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that after an intra-operative fracture of the patient's left femur one day prior, the patient was brought back and a competitor plate was implanted. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.